Event description:
It was reported that a spectrum infusion pump constantly alarmed downstream occlusion. There was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.